Event description:
The customer called to report that the pump has an error alarm. Assisted the customer with programming the pump. During the call the customer was hospitalized for high bgs. The customer had high bgs several times prior to the admission. The customer changed the set. It was informed that the dr has not determined the cause for high bgs. The customer declined to troubleshoot the pump. However the dr called and had pump tested. The pump passed the self-test.